Event description:
Legal counsel for the patient reported that primary hip procedure was performed on (B)(6) 2006. Subsequently, revision procedure was performed in (B)(6) 2012 allegedly due to patient complaint of bad walking pattern, pain, and a CT scan showing a pseudotumor. No further information was received. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(4) 2012 including item number, lot number, and actual date of revision. All information discovered from this information including manufacture date, expiration date, 510(k) number, item description, and date of event have been included in this follow-up report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the events. Date of event - unknown. Device expiry date - unknown. Date explanted - (B)(6) 2012 (exact date unknown).